Event description:
It was reported that during lap sigmoid procedure, the tightening ring separated from the disc rendering it inoperable. Opened a new one to complete procedure. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.